Event description:
The caller reports no stimulation sensation; the device shut off; the patient did not turn it off - up until that point, the patient had stimulation. There was no known accident or incident related to the event; no unrelated surgery or mris. The patient programmer had a 590 error code; a "poor communication message. The implantable neurostimulator (ins) was unresponsive to telemetry attempts with the physician programmer, the patient programmer and the recharger. The ins was not over-discharged. Five physician mode recharges were done; two one day and then three more a week later. Multiple attempts were made with the patient programmer to synch up to the ins with no success; they tried many different positions/locations over the ins and even moved to a different room to make sure that there was no interference. An x-ray was taken (date not reported) and confirmed that the ins was not flipped. The ins could be palpated; it did not seem to be over 1 cm deep or turned at an angle. The patient last recharged the ins the night before she lost stimulation. The patient always recharged to full capacity; the patient checked her battery status with her recharger. She used her stimulator 24/7; the patient never had an over-discharge; she was very disciplined about recharging every week. It was recommended that the device be explanted. Additional information has been requested, a follow-up will be sent if additional information becomes available.